Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent placement of an autologous rectus fascial sling in (B)(6) 2012 due to recurrent urinary incontinence. It was reported that patient underwent transvaginal closure of urethrovaginal fistula and suburethral plication of existing sling on (B)(6) 2013 due to overactive bladder. It was reported that patient underwent ileal conduit urinary diversion on (B)(6) 2013 due to recurrent urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and sparc was implanted. Although it was not listed in the complaint, the medical records indicate that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.